Event description:
The customer stated she was hospitalized for low blood glucose and the reading was 20 mg/dl. Prior to the hospitalization, the customer accidentally primed the insulin pump while being connected to the infusion set. The customer stated she received 80 units of insulin. The customer stated she later understood her mistake and has since changed her priming procedure. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.